Event description:
It was reported to philips that the front case button worn/broken. There was no patient involvement. The field service engineer (fse) evaluated the device and found the front switch membrane of the monitor is broken. The device needs a front case. Upon conclusion of the evaluation, it was determined that the front case requires replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.